Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient was unconscious so he was taken by someone who had stayed at his house to the hospital. The patient was unaware about what was the cgm reading since he was unconscious. He can no longer recall the medications that were given to him at the hospital. At the time of the report the patient was feeling fine. The patient declined to provide further information about the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.